Manufacturer narrative:
For the reported event, a ge healthcare service representative and hospital biomedical engineer troubleshot the issue. Diagnostic testing indicated to replace the formatted flash card and/or cpu and reload all software. No further information is available regarding the resolution of the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9002-000 anesthesia gas machine experienced a system reset error during a case resulting in the loss of mechanical ventilation. The report was received from a single source. The reported event did involve a patient. There was no patient information available.